Event description:
A pt has brought back to the room and was still in a wheelchair. They plugged the ventilator into ac power and immediately notieced that it was giving 'funny' sound. Respiratory therapist was in the room and noticed that the ventilator was not ventilating. All the lights on led were on, but pressure meter was not moving. Rt immediately ventilated pt by ambu bag and was switched to other ventilator. There was neither death or severe injury reported from this incident. Rt was unable to turn the ventilator off afterwards.